Manufacturer narrative:
Conclusion: the complaint can not be verified due to mishandling of the product. Result the soft component of the up button is damaged and restricted handling of the pump is a possible implication. Due to the leaky soft components liquid entered and caused damage to the pump electronic. The up button is permanent active due to an external mechanic damage. As result of the permanent activated up button the other buttons do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the up button on the infusion device does not work. Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.